Event description:
It was reported that the physician noted a -lead injury- on the atrial lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.